Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("fracturing") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6)-year-old female patient who had essure (batch no. 626822 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), complication associated with device ("device complication") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure), surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, complication associated with device and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered complication associated with device, device breakage, device dislocation, dyspareunia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and events pregnancy, migration, fracturing, perforation, painful intercourse, pain added with essure removal date. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/an essure coil embedded within the omentum'), device breakage ('fracturing') and pregnancy with contraceptive device ('unintended pregnancy') in a 33-year-old female patient who had essure (batch no. 626822-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain female, device dislocation, paratubal cyst, device breakage, vaginal prolapse and cystoscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication") and dyspareunia ("painful intercourse") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, complication associated with device and dyspareunia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered complication associated with device, device breakage, device dislocation, dyspareunia, pregnancy with contraceptive device and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/an essure coil embedded within the omentum'), device breakage ('fracturing') and pregnancy with contraceptive device ('unintended pregnancy') in a 33-year-old female patient who had essure (batch no. 626822-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain female, device dislocation, paratubal cyst, device breakage, vaginal prolapse and cystoscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication") and dyspareunia ("painful intercourse") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, complication associated with device and dyspareunia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered complication associated with device, device breakage, device dislocation, dyspareunia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event: 'an essure coil embedded within the omentum' , medical history, reporter information were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/an essure coil embedded within the omentum'), device breakage ('fracturing') and pregnancy with contraceptive device ('unintended pregnancy') in a 33-year-old female patient who had essure (batch no. 626822-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain female, device dislocation, paratubal cyst, device breakage, vaginal prolapse and cystoscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication") and dyspareunia ("painful intercourse") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, pregnancy with contraceptive device, complication associated with device and dyspareunia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered complication associated with device, device breakage, device dislocation, dyspareunia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an (B)(6) female patient who had essure (batch no. 626822) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: information about insertion procedure and (lot number 626822), patient's demographic details added from medical records. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot number was received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure (batch no. 626822 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the first essure implant was placed in the left tube and after release, 3 visible coils were noted. The essure implant was placed in the contralateral tube of the right tube and again after release, 3 visible coils were seen. The patient tolerated the procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the lot number reported for this case is invalid. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.